Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message related to battery depletion. The device decreased from 36% to 15% of battery capacity in 4 months and the patient confirmed hearing beeping tones. An engineering analysis was offered to the clinic, but it was indicated that the patient will just continue to be monitored until further notice. The patient dependency on s-ICD therapy is very low, the clinic believes cancer medications were proarrhythmic and the patient is no longer on them. This s-ICD remains in service and no adverse patient effects were reported.